Event description:
Customer reported receiving an error 3 when a test strip was inserted into their freestyle blood glucose monitor. Additionally, the meter's unit of measurement setting was reported to have been able to change from mg/dl to mmol/l. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.